Event description:
On (B)(6) 2016, the patient was transported to a local hospital for ventricular fibrillation. During the transportation, defibrillation shock was applied on the patient in addition to heart massage. During the follow-up, it was confirmed that ventricular fibrillation was undersensed. Reportedly, ventricular lead measurements did not show any anomaly that would contribute to undersensing. It has been decided to increase the sensitivity (by decreasing the sensitivity threshold) from 2mv to 1mv. On (B)(6) 2016, during pacemaker follow-up, ventricular oversensing was confirmed leading to ventricular pauses. Therefore physician decided to decrease the sensitivity (by increasing the sensitivity threshold) from 1mv to 3mv.